Event description:
It was reported that event involved a male pt while in the cath lab the lad (left anterior descending) could not be "opened" and as a result the intra-aortic balloon (iab) was inserted and the pt received a graft. The iab was inserted via the pt's left femoral artery at 6:00pm on (B)(6) 2012. In the middle of the night the pump (s/n (B)(4)) alerted the rn to the displayed / alarm message, low helium tank pressure" and as a result, the rn exchanged helium tank. A short time later the pump alarmed "possible helium loss." At this time the rn performed a leak test, checked the catheter for kinks and reset the pump. Later in the morning the pump alarmed "possible helium loss" and the rn noticed blood in the helium tubing. The rn disconnected the driveline tubing and clamped it off, the md was called and the iab was removed. The pt did not receive another iab because he was stable. There was no reported pt death or injury. There were no reported pt complications and the pt did not require medical or surgical intervention. The iab was scheduled to be removed in the morning and due to the blood in the helium pathway the iab was removed at 7:05am rather than an hour or so later. The pt outcome is listed as fine. The rn who phoned this report into the complaint management department stated that blood did not backup into the pump.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.